Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. During evaluation it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to device wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device was not working. During service and evaluation, it was observed that the motor was seized, jammed, heavy moving, motor is jammed in reverse and locking mechanism is blocked. It was further noted that the device failed pre-test for reverse locking mechanism, function of soft mode switch (safety system) and untrue running. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.